Manufacturer narrative:
Correction: follow-up #1 - customer support was unable to reach reporter for troubleshooting to verify if product was actually the meter or a pump issue related to time/date or maybe radio frequency issue.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump's time and date settings were resetting to default. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 06/10/2015: the device was returned to animas and evaluated by product analysis on 05/28/2015 with the following results: the meter was not returned with the pump. The black box contained no power on reset. Time and date reset to default was duplicated during investigation. Pump was open to investigate, the internal battery component was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.